Event description:
The physician was treating an internal carotid wide neck 7mm unruptured aneurysm. The physician place a pxslim 45 degree microcatheter into the aneurysm and "jailed" it while deploying an enterprise stent. After successfully placing the stent, he introduced a 7x20 standard pc400 coil into the aneurysm. After trying to advance it, he began retracting to reposition the coil. While doing so, the microcatheter fell out of the aneurysm as he was retracting it and approximately 2cm of coil remained in the aneurysm and was pinned down by the stent. The coil then appeared to stretch down towards the proximal internal carotid artery. He pulled the pusher wire out of the patient and some of the coil was retracted. The physician placed stents to oppose the part of the coil remaining in the artery to the artery wall and full flow was obtained. He decided to stop and treat the aneurysm at a later date. The patient was moving all extremities after the case.

Manufacturer narrative:
Device investigation: results: the segment of coil returned is uncoiled and the stretch resistant (sr) wire is broke in several places. Conclusion: the results of the investigation are consistent with the description of the complaint. It is likely that excess force was placed on the coil when the physician attempted to pull the pusher wire back after the coil was pinned under the stent when the catheter tip fell out of the aneurysm during coil repositioning. This excess force caused the coil sr wire to break. The proximal end of the coil was likely unwound and stretched during removal from the patient. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.